Event description:
Patient's husband reported his wife is hospitalized due to high blood glucose (bg). Her bg "went up to 900 mg/dl." The pod is not expected to return for investigation. No additional information was provided.

Manufacturer narrative:
The pod was discarded and therefore unavailable for investigation. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the patient's condition. Product lot records cannot be reviewed since no lot number was provided. The omnipod's user guide warns, "if you experience unexpected elevated blood glucose levels, change your pod." The user guide also warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance.